Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID sdr303b implantable pulse generator (ipg) implanted: 2003-(B)(6), product ID: 4068-52, implantable pacing lead imiplanted: 1999-(B)(6). (B)(4).